Event description:
The pt reportedly experienced intermittency and loss of sound. External equipment was exchanged and programming adjustments were made. However, this did not resolve the issue. Surgery to explant the pt's device has been scheduled.